Event description:
It was reported that the rigid video laparoscope had blurred vision. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisey image, the fiber bonding in the outer tube area (distal end) is damaged, the light transmission is not given or too low, the leakage current is inadequate, the dielectric strength is inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore a noise image occurs. Additionally, the light guide-bundle of the insertion section is broken and therefore the light transmission is not given or too low. The outer tube is damaged and therefore the leakage current is inadequate. The r-unit (charged coupled device) is broken and therefore the dielectric strength is inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.